Event description:
It was reported that unfortunately the patient is now deceased and no further intervention was performed. The patient did not die from complications due to the stent grafts but from other co-morbitities.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (other co-morbidities). Conclusion: device failure/lack of effectiveness related to patient condition (other co-morbidities).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that intraoperative, a proximal type I endoleak was noted however, it was ballooned and the endoleak resolved. There was also a distal type I endoleak observed in the left external iliac filing the left common iliac artery aneurysm. The physician re-ballooned however; the endoleak was still present on final angiogram. The physician could not determine the type of the distal endoleak due to the fact that the endoleak was not coming from distal end of stent graft but appears to be a jet from mid distal limb. The one day post procedure follow-up CT demonstrated that there is an unknown endoleak filling lcia aneurysm. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. The review of returned films two days post-implant show that the ipsilateral limb and extension were placed on the right side. The contra limb and 2 extensions were placed on the left side. There appeared to be sufficient device overlap of the contra extensions. The bifurcate was positioned just below the renals; there is a sight area of contrast seen in the sac near the area of the flow divider (ipsilateral/right); cause is unknown. The aaa measures 7cm max diameter. There is a large area of contrast seen within the 3.2cm left common iliac artery that appears to be coming from the most distal left iliac extension. There is good junction overlap, and the distal iliac limb appears well sealed into the left external; therefore, this endoleak is most likely a type iii fabric or type IV. There is an area of calcification seen near the endoleak. The cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Results: (films). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; pre-operative ruptured aneurysm); incorrect technique/procedure (implanting a device in pre-operative ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pre-operative ruptured aneurysm); operational context contributed to event (implanting a device in pre-operative ruptured aneurysm).